Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a g7 wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient was unresponsive in the morning and the parent found him unconscious, the blood glucose reading was 1.8 mmol/l and no cgm reading was available from this moment. The parent brought the patient to the emergency room where the patient was treated with 2 bags of IV 10 percent dextrose, a glucagon pen with 5 percent of dextrose, and potassium. The blood glucose reading were rising slowly, and other reported values were 2.1 mmol/l and , after being in the emergency room for 12 hours, 5.6 mmol/l. The patient was discharged on the next day and at the time of the report the patient was okay. During the event the parent was not aware of the sensor failure and the patient did not recall receiving any alerts either. A review of performance data shows that the patient received a sensor expired alert at 12:15 pm on (B)(6) 2023 which was promptly acknowledged by the user. The alert was delivered on day ten of the wearable session as intended. The patient also received several grace period expiration alerts subsequent to the sensor expiration which were also acknowledged by the user. Following the sensor expiration on (B)(6) 2023, the patient attempted to begin a new session on (B)(6) 2023, but the attempt failed. A new wearable session was not successfully started until 4:07 pm on (B)(6) 2023. The patient received her first estimated glucose value (egv) for this session shortly afterwards at 4:27 pm with a reading of 15.1 mmol/l. The reported allegation of wearable failure was not confirmed. The probable cause of the reported event was determined to be user error as the patient did not begin a new wearable session following the end of the previous session on (B)(6) 2023 and was therefore not in an active session at the time of the incident. No additional patient or event information is available.